Event description:
Healthcare professional (hcp) reported injecting patient with 2 ml of juvéderm® volux¿ in jawline and chin on two occasions, two weeks apart. Approximately a month later, patient experienced swelling first on right side of jawline and later on the left side, then swelling on cheek and lower face. Treatment for symptoms was provided; however, after patient stopped symptoms became worse. Patient experienced hard solidification under the skin, even skin is soft, no cellulitis. Patient can hardly open mouth and feels pain. Chin is experiencing redness and inflammation, other parts of lower face have pain but no redness. Patient had purulent pimple on chin, and a swab was taken for microanalyses. Hcp reports it looks like aseptic abscess. Treatment noted as: "5 days medrol, antihistaminic aerius, 6 days of antibiotic azithromycin, and amoxicillin, but no improvement". Symptoms still ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00855 (allergan complaint #(B)(4)). This MDR is being submitted for the first injection of suspect product, juvéderm® volux¿.

Manufacturer narrative:
Clarification to a.2.: dob noted as (B)(6). Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Health effect - impact code: f2201. Continued h.6. Investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.